Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity / essure coils extend/ left essure completely in endometrial cavity, right in normal position') and genital haemorrhage ('heavy abnormal bleeding') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain. Concurrent conditions included vaginal discharge, vulvovaginitis, irregular menstruation, menopause, eczema, multiparous and joint pain. Family history included ovarian cancer, hypertension and osteoporosis. In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (surgical removal of coil(s), removal of migrated device). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and female sexual dysfunction outcome was unknown and the pelvic pain, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date - (B)(6) 2006. Insertion details, specify- hysteroscopic essure tubal sterilization. Details procedure- essure catheter placed in both right and left fallopian tubes (right 5 coils, left 15 coils). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: us pelvic trans-vaginal. Uterus;- fibroids: right-sided intramural fibroid measuring 4.6 cm. Intracavitary abnormalities: essure coils extend into the central endometrial cavity impression- intramural fibroid measuring 4.6 cm., essure coils displaced into the endometrial cavity. History: irregular menses. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dyspareunia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity / essure coils extend/ left essure completely in endometrial cavity, right in normal position') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain. Concurrent conditions included vaginal discharge, vulvovaginitis, irregular menstruation, menopause, eczema, multiparous and joint pain. Family history included ovarian cancer, hypertension and osteoporosis. In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (surgical removal of coil(s), removal of migrated device). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and female sexual dysfunction outcome was unknown and the pelvic pain, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date - (B)(6) 2006. Insertion details, specify- hysteroscopic essure tubal sterilization. Details procedure- essure catheter placed in both right and left fallopian tubes (right 5 coils, left 15 coils). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: us pelvic trans-vaginal. Uterus; fibroids: right-sided intramural fibroid measuring 4.6 cm. Intracavitary abnormalities: essure coils extend into the central endometrial cavity. Impression- intramural fibroid measuring 4.6 cm., essure coils displaced into the endometrial cavity. History: irregular menses. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dyspareunia, abdominal pain. Most recent follow-up information incorporated above includes: on 17-may-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migration of essure device location of device: endometrial cavity / essure coils extend/ left essure completely in endometrial cavity, right in normal position, painful intercourse were added. New reporters were added. Product information was updated. Concomitant conditions and lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.